Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type programmer, patient. Product ID: 3889-28, lot# va0j8g1, implanted: (B)(6) 2014, product type lead. Product ID: 3037, serial# (B)(4), product type programmer. (B4).

Event description:
It was reported the patient had a loss of therapeutic effect a week prior to call. The patient was leaking when they stood up. They did not feel anything. The patient was seeing the low battery screen and could not connect. The patient replaced the programmer batteries. The programmer would not turn on due to the batteries being in incorrectly. After correctly placing the batteries, the patient saw the ¿call your doctor¿ icon with a power on reset (por) condition. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.